Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. Currently, no date for revision surgery has been scheduled.

Event description:
The user fell and hit her head directly at the implant site and the audio processor broke. The audio processor was replaced twice, however those attempts did not solve the problem and the user still did not have access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell and hit her head directly at the implant site and the audio processor broke. The processor was replaced twice, however those attempts did not solve the problem and the user still did not have access to sound.